Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the tip of the unit broke off. It was further reported that the broken tip was removed with no adverse consequences to the pt. Further, the unit was not exposed to any adverse environmental conditions.